Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and rectocele. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 6 years 9 months after insertion of essure. On an unknown date, the patient experienced dyspareunia ("dyspareunia") and abnormal uterine bleeding ("dysfunctional bleeding"). The patient was treated with surgery (davinci-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia and abnormal uterine bleeding outcome was unknown. The reporter considered abnormal uterine bleeding, dyspareunia and pelvic pain to be related to essure. The reporter commented: insertion details: there were 5 coils outside of right tubal ostia. No coils were seen at left tubal ostia but gold end of coil was at tubal ostia, at this time procedure was ended. Discrepancy noted: the removal date as per medical records is (B)(6) 2018. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-apr-2021: medical records received. Reporter information, other relevant history added. Event : " medical device removal" updated to " pelvic pain" , event dyspareunia, dysfunctional bleeding added, reporter causality comment was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and rectocele. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 6 years 9 months after insertion of essure. On an unknown date, the patient experienced dyspareunia ("dyspareunia") and abnormal uterine bleeding ("dysfunctional bleeding"). The patient was treated with surgery (davinci-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia and abnormal uterine bleeding outcome was unknown. The reporter considered abnormal uterine bleeding, dyspareunia and pelvic pain to be related to essure. The reporter commented: insertion details: there were 5 coils outside of right tubal ostia. No coils were seen at left tubal ostia but gold end of coil was at tubal ostia, at this time procedure was ended. Discrepancy noted: the removal date as per medical records is (B)(6) 2018. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-jun-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 9 months after insertion of essure. The patient was treated with surgery (essure removal procedure.). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.